Manufacturer narrative:
Received one (1) used list# 14687-15 primary plum set. As received no damage or anomalies were observed. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted. The complaint of occlusion error could not be replicated but can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated an occlusion during patient use. It was stated in the report that the set kept showing an ¿occlusion¿ alarm (n185), and the set was tried on 2 pumps and it still had the same issue. A chemo drug was involved in the event. There were no obvious defects noted on the product and no other defects were noted. Therapy was resumed after replacing the product. The products were stored in the air-conditioned room in the hospital. There was no patient harm reported.